Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the haptic was torn during insertion. The lens was removed and another same model lens was implanted. There was no patient injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that the lens was received stuck inside the cartridge and the tip of the cartridge was bent. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.